Manufacturer narrative:
H.6. Investigation: one photo was provided. The photo shows two IV device, a plastic bag and two posiflush syringes. A clinical practice consultant (cpc) site visit and investigation from the area bd disposables sales and clinical consultant to michigan medicine was done due to ongoing complaints of disposable concerns including syringe tips breaking off inside of extension set me2017 or within stopcocks, in addition to tubing leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Six additional photos were provided. The photos show as described below: 1). A plastic bag with a syringe and IV set. 2 photos #1, one per lot#. 2). A syringe and an IV set out of a plastic bag. 2 photos #2. One per lot#. 3). A syringe with the IV set disconnected. The syringe tip was broken off and now is in the IV set. 4). A syringe and an IV set showing the syringe barrel label with the lot#. Based on 3rd photo provided, the syringe luer tip was damaged. This occurs when excess of torque is applied while connecting the syringe to the IV set. H3 other text : see h.10.

Event description:
It was reported that 2 syr 10ml pump compatible saline 10ml fil experienced product damage/deformation with the device still considered operable which was noted during use. The following information was provided by the initial reporter: material no.: 306547; batch no.: 9231377, 9231373. Verbatim: bag 38 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31, 0.9% sodium chloride injection. Customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9231373, exp: 2022-07-31, 0.9% sodium chloride injection.

Manufacturer narrative:
H.6. Investigation summary : it was reported the item was broken. This is the 1st complaint for lot # 9231377 and 9231373 for this type of defect or symptom. A device history review was conducted for lot number 9231377 and 9231373. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode. H3 other text : see section h.10.

Event description:
It was reported that 2 syr 10ml pump compatible saline 10ml fil experienced product damage/deformation with the device still considered operable which was noted during use. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9231377, 9231373. Verbatim: bag 38 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31, 0.9% sodium chloride injection. Customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9231373, exp: 2022-07-31, 0.9% sodium chloride injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231377. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-19. Medical device lot #: 9231373. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syr 10ml pump compatible saline 10ml fil experienced product damage/deformation with the device still considered operable which was noted during use. The following information was provided by the initial reporter: material no.: 306547 batch no.: 9231377, 9231373. Verbatim: bag 38 - pt. Event; unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31, 0.9% sodium chloride injection. Customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9231373, exp: 2022-07-31, 0.9% sodium chloride injection.